Manufacturer narrative:
The device was not returned to galil medical so an investigation could not be completed and the root cause could not be determined. There were no reports of the device malfunctioning during the procedure. A skin burn is a known potential adverse event and is documented in a labeling. The physician will continue to monitor the patient. No trends have been identified related to skin burns. No further action is required at this time.

Event description:
The patient underwent a renal cryoablation treatment on (B)(6) 2014. During the subsequent follow-up visit, the physician noticed a skin burn. The needles were discarded right after the case and could not be returned.